Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. The device history record (DHR) was reviewed on 11/25/2015. According to the last DHR entry dated (B)(6) 2010, there were no noted issues relating to the current reported actuator board. In addition, the device manufacturing review confirmed the labeling.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A user facility biomedical technician reported that while repairing a machine for a "no acc echo found alarm", the machine exhibited a burning smell and a small amount of smoke after being turned on. There was no spark or visible flames. The biomedical technician quickly turned the machine off and no fire alarm or damage to the unit occurred. No patient or technician was harmed. The machine malfunction did not impact the treatment of any patients. After examining the actuator board, the biomedical technician noticed that a transistor 'popped'. The power logic board, power cord, and power supply unit were inspected and there were no abnormalities identified. The unit has logged 20,000 hours and the last semi-annual maintenance was conducted in april 2015. There are no available pictures of the unit after the malfunction. The biomedical technician confirmed that the power source was a hospital grade outlet. The actuator board is being exchanged for a new board.